Event description:
It was reported by the rep that the (1) hp052 and the (2) lcsc5 were used during a laparoscopic cholecystectomy procedure. It was reported that the surgical techinician assembled the lcsc5 onto a luke handpiece and the surgeon automatically received a solid tone when the foot pedal was activated. The instrument was reassembled correctly with the same result. A second device was opened with the same result. The case was completed with a monopolar spatula because there were no more handpieces. The rep tested the handpiece and received a solid tone. There was no patient consequence.